Event description:
It was reported that customer is experiencing low blood glucose levels. Emergency medical technicians (emt) were called as a result of customer's low blood glucose levels. Customer was treated by the emergency medical technicians but not transported. Customer's blood glucose value at the time of admission 42 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.